Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and grinding noises different from normal rewind noises . The customer blood glucose level was unknown at the time of incident. The customer stated that the insulin pump rewind slower . The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. No rewind anomalies noted. No button error alarm noted upon testing.